Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instruction for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The customer reports that the unit has very weak suction and the kit was replaced in aug; rep advised that the unit was under warranty and when she was with the unit she would call back to do suction test.\ it is unclear if troubleshooting was performed.\ it is unknown if lot/serial number was requested.\ no medical impact or medical intervention reported.\ (female wick). Per customer via email on 29sept2025, it was reported that pt said that everything is now working.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The customer reports that the unit has very weak suction and the kit was replaced in aug; rep advised that the unit was under warranty and when she was with the unit she would call back to do suction test.\ it is unclear if troubleshooting was performed.\ it is unknown if lot/serial number was requested.\ no medical impact or medical intervention reported.\ (female wick).